Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling with fluorouracil, leading to drug leaking at the fill port. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: 6/10/2017 ¿ 6/12/2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted a ruptured bladder. Microscopic examination of the bladder was performed with no signs of abnormality. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.